Event description:
Customer reportedly obtained a result of 581mg/dl on the aviva sys and a result of 85mg/dl on the hospital device within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect sys and replacement was sent.